Event description:
Eval revealed a misaligned display screen and partially dislodged force sensor pins.

Manufacturer narrative:
The pump was returned to animas. Eval revealed a misaligned display screen and partially dislodged force sensor pins. Review of the pump history revealed loss of prime warnings associated with zero force. During the load step, the pump dispensed fluid from the cartridge and emitted a "no cartridge detected" warning.